Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was safety pacing often. The right ventricular lead was oversensing. Programming changes were made and both device and lead are still in use. No patient complications have been reported as a result of this event.